Event description:
Account reported discrepant iron results for a very discolored patient sample. The account indicated they do not feel there is a problem with the analyzer. The account was not able to provide additional sample for evaluation.